Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in a calcified left femoral vessel was attempted with a proglide device using the pre-close technique prior to an interventional aortic valve procedure. Reportedly, the foot of the proglide device became stuck in calcium after an unspecified step. After several attempts to manipulate the proglide, it remained stuck. The foot caused tissue damage. General anesthesia was administered and a cut down was performed. The sheath was upsized to 20f and the valve procedure was completed. An 8mm mustang balloon catheter achieved hemostasis. No additional information was provided.